Event description:
It was reported the asymptomatic patient presented remotely. Upon review of transmission, it was noted the patient's right ventricular lead had low pacing impedance. The lead was capped and replaced on (B)(6) 2021 without issue. The patient was stable throughout.